Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer stated he had taken 21 blood tests during one day, but could only find two of them in the memory of the contour next link 2.4. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to the him.